Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer explained there was no visible clotting. A field service engineer (fse) was dispatched to the customer's site. The fse performed preventative maintenance. The cause of the discordant, falsely depressed calcium (ca), magnesium (mg) and c-reactive protein_2 (crp_2) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed calcium (ca), magnesium (mg) and c-reactive protein_2 (crp_2) results were obtained on one patient sample on an advia 1800 instrument. The customer noticed that mg had a "l flag" (result exceeds expected range), which made the customer question the result. The initial results were not reported to the physician(s). The customer retested the same sample on the same advia 1800 instrument, resulting higher. The repeat results were sent to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed calcium, magnesium and c-reactive protein_2 results.